Event description:
Report received indicated sliding difficulty with the deployment lever and inaccurate stent placement. A percutaneous transluminal angioplasty (pta) was being performed to the cephalic vein. There was moderate calcification, mild vessel tortuosity and 80% stenosis. The stent delivery system (sds) was delivered lever, however, the lever was very tight and force was applied to slide the lever. Resulting in stent jumping forward and not covering the whole lesion. Subsequently another stent was placed at the site to cover the lesion fully. Further info revealed that device was normal in appearance as it came from the packaging. There was no resistance during advancement of the sds and device was prepped and use according to the instruction for use (IFU). Is not known if the lesion was predilated. It was noted the slack in the catheter shaft was removed inside and outside the patient prior to stent deployment. The locking pin was in place during delivery and taken out when the lever was manipulated.

Manufacturer narrative:
The stent was deployed at the target, however, was a little "dislocated" and could not cover whole lesion, therefore, a second stent was placed overlapping to the first stent. The procedure was completed successfully without any adverse consequence to the patient. This product will not be returned for evaluation and testing as the stent is implanted in the patient and the sds is not available. Add'l info will be sent within 30 days upon receipt.